Event description:
It was alleged that during use the pump changed rate from 6cc/hr to 150cc/hr. It was noted that pitocin was being administered and the fetal heart rate dropped. The pt was given oxygen via facemask, the pt's position was changed, and IV fluid bolused. It was further noted that scalp stimulation was done to the fetus; the contractions slowed shortly after the pitocin was discontinued and the fetal heart rate recovered. There was no pt injury reported.